Event description:
During troubleshooting for an unrelated alarm on the home choice machine, it was reported the cassette was reused after disconnecting the supplies bags and reconnecting the supply bags. The home patient was connected. The technical service representative advised the care giver of proper procedures and assisted the care giver in ending the therapy. The patient would complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.